Manufacturer narrative:
Investigation summary: customer did not provide lot number but reported have success after cooling sample for 15 minutes. No investigation required. Root cause: no investigation required. Source: phone.

Event description:
Reported one false positive sars result. The customer communicated the result tested negative by molecular (pcr testing).